Event description:
Per hcp the pt was very thin and possibly malnourished. Pt had been doing "ok" on high dose of baclofen. Pt's catheter eroded through the skin. Pt developed an infection at the site. Treatment of the erosion and infection was attempted but the device system eventually had to be explanted.